Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp hadn't seen the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was attacked by a dog in (B)(6) 2016. Since then they had been experiencing pain and problems with their feet and legs. Also as a result of the attack, the ins had moved from its original implant location, and had not worked since then. The patient requested compatibility guidelines for an MRI of their neck and lower back area, where the ins was located. No further patient complications were reported.